Event description:
The customer observed a falsely elevated glucose result generated on the architect c16000 processing module for one patient sample. The sample generated an initial glucose result of 27 mmol/l (approximately 486 mg/dl) and when repeated generated a result of 9 mmol/l (approximately 162 mg/dl). Field service representative (fsr) arrived onsite to inspect the instrument, and found the r1a and r2b reagent probe positions were slightly deviated. The fsr recalibrated the reagent probes. The reagent probe and sample probe wash stations had relatively low amounts of water for washing; the water volume was adjusted. A glucose precision test was performed repeating the patient sample ten times, and the outcome was normal. The data was as follows: 9.47, 9.41, 9.49, 9.50, 9.51, 9.50, 9.54, 9.53, 9.51, and 9.51 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated glucose result generated on the architect c16000 processing module for one patient sample. The sample generated an initial glucose result of 27 mmol/l (approximately 486 mg/dl) and when repeated generated a result of 9 mmol/l (approximately 162 mg/dl). Field service representative (fsr) arrived onsite to inspect the instrument, and found the r1a and r2b reagent probe positions were slightly deviated. The fsr recalibrated the reagent probes. The reagent probe and sample probe wash stations had relatively low amounts of water for washing; the water volume was adjusted. A glucose precision test was performed repeating the patient sample ten times, and the outcome was normal. The data was as follows: 9.47, 9.41, 9.49, 9.50, 9.51, 9.50, 9.54, 9.53, 9.51, and 9.51 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000 processing module (serial number (B)(6) and found that the r1 and r2 probes were misaligned, and the water volumes in the probe wash stations needed adjustment. The fsr resolved the issue by aligning the probes and adjusting the water volumes. Since the service activity was completed, no further issues with discrepant results have been reported. The pipettor, reagent #2, r2b assy, 16 (rohs) (7-202583-02) was determined to be the cause of the issue. A review of the instrument's service history revealed no additional tickets related to discrepant or erratic patient results. There were no other service or complaint issues around the time this complaint was initiated that could have contributed to the problem. An analysis of complaint and trending data for the architect c16000 processing module did not identify any similar issues with discrepant results as described in this complaint. Additionally, a review of complaint and trending data for the pipettor, reagent #2, r2b assembly, 16 (rohs) did not show an increase in complaint activity. The device history record review did not identify any nonconformances or deviations related to the complaint issue. The labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issues or product deficiencies were identified for the architect c16000 processing module (serial number (B)(6) or the pipettor, reagent #2, r2b assembly, 16 (rohs).